Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A DHR review could not be completed due to the ¿unknown¿ lot number.

Event description:
Material no: 305945 batch no: unknown. It was reported that after use of the bd precisionglide¿ needle the needle failed to retract. The syringe flipped into the air and landed needle down right into the lap of the employee that had just received the tb test as the safety was pushed harder. The following information was provided by the initial reporter: "I had an incident today with a tb syringe. I had given the tb test and went to activate the safety and it stuck. So I pushed harder and the syringe flipped into the air and landed needle down right into the lap of the employee that I had just given the tb test. I have had them stick before and push a little bit more and it closes. I had never had it do this!! Lot # 8170522."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 305945, batch no: unknown. It was reported that after use of the bd precisionglide¿ needle, the needle failed to retract. The syringe flipped into the air and landed needle down right into the lap of the employee that had just received the (B)(6) test as the safety was pushed harder. The following information was provided by the initial reporter: "I had an incident today with a (B)(6) syringe. I had given the (B)(6) test and went to activate the safety and it stuck. So I pushed harder and the syringe flipped into the air and landed needle down right into the lap of the employee that I had just given the (B)(6) test. I have had them stick before and push a little bit more and it closes. I had never had it do this!! Lot # 8170522."